Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial #: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and manufacturer representative (rep) regarding a patient who was receiving gablofen, unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that following drug related programming error occurred. Wrong drug concentration was entered. Patient got a refill yesterday and patient was supposed to get 500 mcg/ml and actually got 2000 mcg/ml of baclofen. They noticed it today and the patient was in the emergency room (ER) with symptoms of pneumonia, respiratory issues and the hcp was not sure if it was related to the pump or not. The ER would like to shut the pump off. The rep stated the patient was in the intensive care unit (ICU) and patient was alert and oriented . The pump was programmed at 500 ug/ml at 126 ug/day. Yesterday at 2:00 pm the pump was refilled with 2000 ug/ml but the programming was left at 500 ug/ml at 126 ug/day and bridge bolus (bb) programmed. The rep received orders from the hcp and programmed the pump to 37 ug/day leaving the concentration programmed at 500 ug/ml today at 7 pm. No further complications were reported.

Manufacturer narrative:
Hospitalization and life threatening were unchecked as it was reported they were not related to the device or therapy. The event has been downgraded to malfunction. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The symptoms of pneumonia, respiratory issues, and admission to the ICU were not related to the pump or therapy. The patient had been diagnosed with aspiration pneumonia prior to the pump issues. The patient¿s weight was unknown. The serial number of the clinician programmer was unknown.